Event description:
Device 2 of 2. Reference MFR report#: 1627487-2018-01010. Follow up information identified patient had leads removed and replaced. Surgeon noted that leads were fractured.

Manufacturer narrative:
The reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR. Report#: 1627487-2018-01010: the patient is implanted with two leads and the manufacturer is unable to determine which lead is liable. It was reported the patient had been receiving ineffective stimulation. A company representative attempted to troubleshoot the issue by re-programming but was unsuccessful. X-rays were taken that show the lead has migrated. As a result, the patient will undergo surgical intervention.

Event description:
Device 2 of 2: reference MFR. Report: 1627487-2018-01010.